Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a shocking sensation. The patient felt this with stimulation on. The rep had the patient turn stimulation off and the patient still felt the shocking sensation. The rep forwarded the patient to their health care provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's impedances were in full range. The patient was still having the shocking sensations for days after the rep had the patient turn their stimulation off. The doctor thought that the shocking was from a vertebral spinal feature and not due to the device.